Event description:
On (B)(6), 2012, the reporter contacted animas (anm) on behalf of her son (the patient) and reported a low blood glucose (bg) event. The reporter also alleged that the pump had an intermittent power issue, a time/date issue, and a keypad issue. In addition, the patient had reportedly told his mother that the battery was not lasting long on in the pump. The reporter mentioned that the patient had just arrived home from a dentist appointment, and was asleep and too incoherent to talk on the phone. The patient reportedly had a tooth infection and had a lot of pain. According to the reporter, the patient's pain level was an 8 out of 10. Earlier in the day, the patient had a low bg level of "54 mg/dl." The patient's low bg level was reportedly treated. However, at this time it is unknown if the treatment was provided by another person or he administered self-treatment. No symptoms or medical intervention was reported by the patient's mother. The reporter felt as though the low bg event was a result of the patient not being able to eat all of his food due to having pain in his mouth. The anm representative involved in this contact noted that the possible cause of the low bg level was pain and not eating enough for insulin that was taken. The anm representative noted that the patient's insulin and site/set were not likely causes of the patient's low bg level. While troubleshooting the alleged issue, the reporter noticed small cracks around the mouth of the battery compartment. The reporter inserted a new battery into the pump but the device was already giving a low battery warning. She also observed that the pump's date/time had reset to a default setting after the battery was replaced. The pump's screen reportedly went black twice while the reporter was troubleshooting the pump. The reporter denied that the pump was exposed to water. She was unsure how long the pump had a power issue and if the cracks were ever noticed by the patient. The alleged power issue was not resolved with troubleshooting. The reporter also noted that the pump was not properly responding to up arrow button presses. However, she admitted that the keypad was torn off. She did not know if the unresponsive of the keypad occurred before or after the keypad was torn. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient had a low bg level of "54 mg/dl" which was treated. However, at this time it is unknown what treatment was provided, who provided the treatment, and if a pump issue contributed to the patient's low bg event.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 1 submitted: 09/04/2012. Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: review of the black box and download history revealed no pump conditions or alarms representative of a malfunction. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.